Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, upon gaining access with the micro introducer set, the treating physician pulled the wire back through the needle. At that time, it was noted the guidewire had partially unraveled. No piece of the guidewire remained inside of the patient. The device was set a side and the procedure was successfully completed using a new of the same device. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the guidewire unraveling could not be confirmed because no sample was returned for evaluation. Although no sample was returned, based on the response to angiodynamics follow up questions, the root cause to this complaint is most likely due to the guidewire being pulled through the needle. Standard seldinger technique states that a needle is used to puncture the structure and a guide wire is threaded through the needle; when the needle is withdrawn, a catheter is threaded over the wire; the wire is then withdrawn, leaving the catheter in place. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, instructs the user to remove the dilator and guidewire together. The needle is removed before the guidewire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).